Event description:
(B)(4) dealer states that the chair is going into drive lockout intermittently. Wanted a quote on a new tilt actuator. Patient was stranded until dealer came out and unhooked. (B)(4).